Manufacturer narrative:
Age at the time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. The target lesion was located in the coronary artery. A 4.00 x 24 synergy stent was selected to treat the lesion. During preparation, the stent was found dislodged from the delivery system and the stent had shortened. The procedure was completed with a different device. No complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis on a product mandrel and partially covered by the stent protector. A visual examination of the stent found the stent damaged with struts distorted, stretched and misaligned. The stent was partially covered by the stent protector when received. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the 2 components. Based on the analysis performed and the type of damage evident, stent dislodgement and damage may have occurred during the preparation and handling of the device following removal of the stent protector. The balloon cones & balloon main body were reviewed and analysis suggests that the balloon may have been subjected to positive pressure as the balloon wings were opened out from their folded positions and solidified media was present inside the balloon chamber. Crimp markings on the balloon wall are not noticeable possibly due to the balloon previously receiving positive pressure or manipulation. An inflated balloon tends to reduce the pillowing effect caused during the stent crimping process. The crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. Additional information was requested from the customer regarding the use of the device during procedure however no response was received. The bumper tip of the device showed slight signs of damage. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found multiple slight kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. The target lesion was located in the coronary artery. A 4.00 x 24 synergy¿ stent was selected to treat the lesion. During preparation, the stent was found dislodged from the delivery system and the stent had shortened. The procedure was completed with a different device. No complications were reported.